Event description:
It was reported that the device is not recognizing plunger. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both seals were intact, the top case left corner is dented outward and both corners are cracked. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation. The root cause of the reported event is from improper handling by the customer which resulted a chip being broken off the plunger board. Replaced the plunger board, performed a power up process, preventive maintenance, occlusion test and all functional tests which passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.

Event description:
Updated the correct serial number (B)(6) . Additional information was received on 6 june 2022. No patient involvement. Event occurred during the test.